Manufacturer narrative:
Follow-up #1: date of submission: 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the pump's black box showed no evidence of voltage fluctuation. Low and replace battery alarms were observed due to normal battery usage. The battery compartment was cracked above the finger pad. The display lens was scratched and had superficial perimeter cracks. The prime steps were performed correctly and all current draws were within specifications. No overheating or any warnings occurred during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The customer alleged that the pump casing around the display, the battery compartment and the display lens were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting and could affect insulin delivery. There was no indication that the product caused or contributed to an adverse event.